Event description:
According to the reporter, the device intermittently cannot charge up. There were no reports of a pt associated with the reported event.

Manufacturer narrative:
Physio-control supplied parts info to customer for repair.